Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 41 mg/dl. Customer¿s current blood glucose level was unknown. Customer was treated with food. Customer stated that the sensor as well as insulin pump was not working .customer was not alleging insulin pump for over delivering. Customer stated that the insulin was squirting out from the end of the infusion set. The insulin pump will not be returned for analysis.